Event description:
It was reported the patient had a ¿minor¿ infection at the cervical site of his implant. According to the patient, he visited his infectious disease physician who put him on an antibiotic. The patient met with the implanting physician on (B)(6) 2014. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).